Event description:
As the surgeon was tightening the omega lag screw, the tip of the lag screw holding bolt broke off. The threads of the bolt broke off in the screw, inside the patient but were able to be removed. The lag screw was removed and a new lag screw was implanted. The sales rep reported no adverse consequences to the patient however there was an approximate 15 minute delay in surgery.

Manufacturer narrative:
The reported incident that connecting bolt omega was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much mechanical force which was applied during screw insertion (badly damaged lag screw). The device inspection revealed the following: the close up views, done by the microscope, shows the affected device where it is clearly visible that the front part of the thread is completely broken off, the characteristics indicate a typically torsional overload breakage. The damages on the lag screw also indicate that there must have been some kind of problems during screw insertion. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As the surgeon was tightening the omega lag screw, the tip of the lag screw holding bolt broke off. The threads of the bolt broke off in the screw, inside the patient but were able to be removed. The lag screw was removed and a new lag screw was implanted. The sales rep reported no adverse consequences to the patient however there was an approximate 15 minute delay in surgery. In addition, rep reported that "the lag screw was removed after the incident occurred

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.